Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the current of injury assessment of the unfiltered p-waves was not accurate. The physician commented that they did not like the new, unfiltered waveforms. The programmer remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: analysis revealed that a similar issue has been reported before and it was recommended to use e-strip recorder to examine the atrial /ventricular electrogram. The waveforms tend to be clearer in this view. Additionally, the y-axis scaling and sweep speed can be adjusted for more in-depth view. This issue is being tracked as "key customer feedback" and technical evaluation to increase sampling rate has started. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.